Event description:
It was reported that a patient underwent a craniotomy for meningioma in (B)(6) 2012 and an absorbable hemostat was used. The patient underwent subsequent CT scans in the months following the procedure and it appeared that the tumor had recurred. The patient was returned to surgery in (B)(6) 2013 in anticipation of removing the recurring tumor. The pathology indicated that there had been a giant cell reaction to a foreign material. The patient underwent a repeat procedure for what was initially thought to be a recurring meningioma. The patient has had no further issues since removal of the tissue in (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.